Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034849) on 21-feb-2014. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain"), neuropathy peripheral ("neuropathy"), depression ("depression"), anxiety ("anxiety") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included overweight, type I diabetes mellitus since (B)(6) 2003 and ex-smoker. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from (B)(6) 2016 to (B)(6) 2017, colecalciferol (vitamin d3), diclofenac since (B)(6) 2016, docosahexanoic acid, escitalopram oxalate (lexapro) since 2017, fluconazole since (B)(6) 2017, gabapentin since (B)(6) 2017, ginkgo biloba, hydroxyzine since 2017, insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6) 2016, losartan since (B)(6) 2017, metformin since 2004, multivitamin, thioctic acid (alpha lipoic acid) since (B)(6) 2016 and trazodone since 2017. On (B)(6) 2003, 1495 days before insertion of essure (ess205), the patient experienced anogenital dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"). In 2007, the patient experienced sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side - primary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), vaginal infection (" infection (bladder/urinary tract/vaginal)"), hot flush ("hot flashes") and night sweats ("night sweats"). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion hospitalization), back pain ("back pain / back pain (chronic radicular)") and fatigue ("feel tired all the time"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain/cramping") and genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced paraesthesia ("tingling in arms and legs") and muscular weakness ("weakness in legs"). In 2012, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced pyrexia ("fever"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). On an unknown date, the patient experienced pain ("physical pain everyday"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia) heavy"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), anogenital warts ("venereal warts"), molluscum contagiosum ("molluscum contagiosum"), papilloma viral infection ("cervical high risk hpv test positive"), vaginal discharge ("abnormal vaginal discharge"), vulvovaginal mycotic infection ("vaginitis yeast"), dysuria ("urinary frequency: patient states she has burning when urination as well."), pollakiuria ("urinary frequency: patient states she has burning when urination as well."), adnexa uteri pain ("stabbing feelings near ovaries"), weight decreased ("weight loss"), ovulation pain ("bad ovulation pain") and spinal osteoarthritis ("sarcolic joint dysfunction"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (she had a full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, pain, back pain, fatigue and sciatica had not resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, pyelonephritis, vaginal infection, nausea, paraesthesia, depression, anxiety, uterine leiomyoma, weight increased, abdominal pain, genital haemorrhage, hot flush, night sweats, anogenital dysplasia, anogenital warts, molluscum contagiosum, papilloma viral infection, vaginal discharge, vulvovaginal mycotic infection, pyrexia, dysuria, pollakiuria, adnexa uteri pain, weight decreased, ovulation pain and spinal osteoarthritis outcome was unknown. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, anogenital dysplasia, anogenital warts, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, molluscum contagiosum, muscular weakness, nausea, night sweats, ovulation pain, pain, papilloma viral infection, paraesthesia, pelvic pain, pollakiuria, pyelonephritis, pyrexia, sciatica, spinal osteoarthritis, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2018: abnormal bleeding (vaginal/menorrhagia) heavy, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, infection (bladder/urinary tract/vaginal), nausea, tingling in arms and legs, weakness in legs, depression, anxiety, tumor/teratoma/cancer (fibroid)/ uterine fibroid, weight gain, abdominal pain/cramping, abnormal bleeding, hot flashes, night sweats, pap smear with low grade squamous intraepitheliallesion (lgsil), venereal warts, molluscum contagiosum, cervical high risk hpv test positive, abnormal vaginal discharge, vaginitis yeast, fever, urinary frequency: patient states she has burning when urination as well, pyelonephritis ¿ primary, stabbing feelings near ovaries, weight loss, bad ovulation pain, sarcolic joint dysfunction."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034849) on 21-feb-2014. The most recent information was received on 02-apr-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain"), genital haemorrhage ("abnormal bleeding"), neuropathy peripheral ("neuropathy"), depression ("depression"), anxiety ("anxiety") and suicidal ideation ("hospitalization for suicidal thoughts") in a 25-year-old female patient who had essure (ess205) (batch no. 622944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, furuncle, uterine enlargement and anesthesia. On (B)(6) 2007 hysterosalpingogram (hsg): both sides were blocked. On (B)(6) 2007 and (B)(6) 2007 essure confirmation test should both sides were blocked. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included overweight, type I diabetes mellitus inadequate control since 2003, ex-smoker, dysesthesia, paresthesia, numbness of lower extremities, paraesthesia, burning sensation, diabetic polyneuropathy, uterine fibroid, generalized anxiety disorder, personality disorder, warts, vulvovaginal condyloma, genital warts and vaginal yeast infection. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from (B)(6) 2016 to (B)(6) 2017, colecalciferol (vitamin d3), diclofenac since (B)(6) 2016, docosahexaenoic acid (docosahexanoic acid), escitalopram oxalate (lexapro) since 2017, fluconazole since (B)(6) 2017, gabapentin since (B)(6) 2017, ginkgo biloba, hydroxyzine since 2017, imiquimod (aldara), insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6) 2016, losartan since (B)(6) 2017, metformin since 2004, nsaids, thioctic acid (alpha lipoic acid) since (B)(6) 2016, trazodone since 2017 and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("feel tired all the time\ fatigue"), 4 months 28 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / sharp pains during sex"). In (B)(6) 2007, the patient experienced back pain ("back pain") and arthralgia ("hip pain\ joint pain"). In 2007, the patient experienced depression (seriousness criterion hospitalization), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)bladder infection"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection / constant uti's"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), hot flush ("hot flashes"), the first episode of night sweats ("night sweats"), sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side / left side "), vaginal infection ("infection (bladder/urinary tract/vaginal) vaginal infection") and post-traumatic stress disorder ("ptsd after hysterectomy"). On (B)(6) 2007, the patient experienced neuropathy peripheral (seriousness criterion hospitalization) and radicular pain ("back pain / back pain (chronic radicular)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety (seriousness criterion hospitalization) and abdominal pain lower ("lower abdominal cramping"). In 2011, the patient experienced paraesthesia ("tingling in arms and legs / tingling in hands/feet") and muscular weakness ("weakness in legs"). In 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). In 2017, the patient experienced the second episode of night sweats ("night sweats"). On an unknown date, the patient experienced suicidal ideation (seriousness criteria hospitalization and medically significant), nervous system disorder ("neurological conditions or problems"), nausea ("nausea"), spinal osteoarthritis ("sarcolic joint dysfunction"), cervical dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"), molluscum contagiosum ("molluscum contagiosum"), cervicitis human papilloma virus ("cervical high risk hpv test positive"), adnexa uteri pain ("stabbing feelings near ovaries"), ovulation pain ("bad ovulation pain"), pain ("physical pain everyday"), vulvovaginal mycotic infection ("vaginitis yeast") with vaginal discharge, pyrexia, dysuria and pollakiuria, pain in extremity ("leg pain") and spondyloarthropathy ("sacroiliac joint dysfunction") and was found to have hormone level abnormal ("hormonal changes") and anogenital warts ("venereal warts"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (full hysterectomy with bilateral salpingectomy,oophorectomy (one side).). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, radicular pain and back pain was resolving, the genital haemorrhage, urinary tract infection, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved, the neuropathy peripheral and sciatica had not resolved and the depression, anxiety, suicidal ideation, nervous system disorder, hormone level abnormal, paraesthesia, bladder disorder, cystitis, urinary tract disorder, pyelonephritis, uterine leiomyoma, nausea, muscular weakness, weight increased, weight decreased, hot flush, spinal osteoarthritis, cervical dysplasia, anogenital warts, molluscum contagiosum, cervicitis human papilloma virus, adnexa uteri pain, ovulation pain, the last episode of night sweats, abdominal pain, dyspareunia, vaginal infection, vulvovaginal mycotic infection, pain in extremity, spondyloarthropathy, arthralgia and post-traumatic stress disorder outcome was unknown. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anogenital warts, anxiety, arthralgia, back pain, bladder disorder, cervical dysplasia, cervicitis human papilloma virus, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, molluscum contagiosum, muscular weakness, nausea, nervous system disorder, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, pyelonephritis, radicular pain, sciatica, spinal osteoarthritis, spondyloarthropathy, suicidal ideation, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure (ess205). The reporter commented: discrepancy in date of insertion (B)(6) 2007 and (B)(6) 2007 thinks her essure are poking her sometimes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs and mr received: reporter added. Event ¿suicidal thoughts , ptsd after hysterectomy,were added. Events outcome- abnormal bleeding, back pain, dysmenorrhea(cramping) were added & event outcome pelvic pain was updated from not recovered\ not resolved to recovering \resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), pelvic pain ("pelvic pain / severe and persistent pain"), neuropathy peripheral ("neuropathy"), depression ("depression") and anxiety ("anxiety") in a 25-year-old female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included overweight, type I diabetes mellitus inadequate control since 2003, ex-smoker, dysesthesia, paresthesia, numbness of lower extremities, paraesthesia, burning sensation, diabetic polyneuropathy, uterine fibroid, generalized anxiety disorder and personality disorder. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from (B)(6) 2016 to (B)(6) 2017, cholecalciferol (vitamin d3), diclofenac since (B)(6) 2016, docosahexanoic acid, escitalopram oxalate (lexapro) since 2017, fluconazole since (B)(6) 2017, gabapentin since (B)(6) 2017, ginkgo biloba, hydroxyzine since 2017, insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6) 2016, losartan since (B)(6) 2017, metformin since 2004, multivitamin, thioctic acid (alpha lipoic acid) since (B)(6) 2016 and trazodone since 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), the first episode of hot flush ("hot flashes"), the first episode of night sweats ("night sweats"), sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side - primary") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2007, 4 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion hospitalization), fatigue ("feel tired all the time") and radicular pain ("back pain / back pain (chronic radicular)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal cramping"). In 2011, the patient experienced paraesthesia ("tingling in arms and legs") and muscular weakness ("weakness in legs"). In 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). In 2017, the patient experienced the second episode of hot flush ("hot flashes") and the second episode of night sweats ("night sweats"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), spinal osteoarthritis ("sacroiliac joint dysfunction"), cervical dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"), anogenital warts ("venereal warts"), molluscum contagiosum ("molluscum contagiosum"), cervicitis human papilloma virus ("cervical high risk hpv test positive"), adnexa uteri pain ("stabbing feelings near ovaries"), ovulation pain ("bad ovulation pain"), pain ("physical pain everyday"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal mycotic infection ("vaginitis yeast") with vaginal discharge, pyrexia, dysuria and pollakiuria. The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (she had a full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, depression, anxiety, nervous system disorder, hormone level abnormal, paraesthesia, bladder disorder, cystitis, urinary tract disorder, pyelonephritis, uterine leiomyoma, nausea, muscular weakness, weight increased, weight decreased, spinal osteoarthritis, cervical dysplasia, anogenital warts, molluscum contagiosum, cervicitis human papilloma virus, adnexa uteri pain, ovulation pain, the last episode of night sweats, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and vulvovaginal mycotic infection outcome was unknown, the pelvic pain, neuropathy peripheral and sciatica had not resolved, the urinary tract infection, fatigue and abdominal pain lower had resolved and the pain and radicular pain was resolving. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anogenital warts, anxiety, bladder disorder, cervical dysplasia, cervicitis human papilloma virus, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, molluscum contagiosum, muscular weakness, nausea, nervous system disorder, ovulation pain, pain, paraesthesia, pelvic pain, pyelonephritis, radicular pain, sciatica, spinal osteoarthritis, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of hot flush, the first episode of night sweats, the second episode of hot flush and the second episode of night sweats to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2007 hysterosalpingogram (hsg): both sides were blocked. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- neurological conditions or problems, lower abdominal cramping, hot flashes, night sweats and urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034849) on 21-feb-2014. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain'), genital haemorrhage ('abnormal bleeding'), neuropathy peripheral ('neuropathy'), depression ('depression'), anxiety ('anxiety') and suicidal ideation ('hospitalization for suicidal thoughts') in a 25-year-old female patient who had essure (ess205) (batch no. 622944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, furuncle, uterine enlargement and anesthesia. On (B)(6) 2007 hysterosalpingogram (hsg): both sides were blocked. On (B)(6) 2007 and (B)(6) 2007 essure confirmation test should both sides were blocked. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included type I diabetes mellitus inadequate control since 2003, overweight, ex-smoker, dysesthesia, paresthesia, numbness of lower extremities, paraesthesia, burning sensation, diabetic polyneuropathy, uterine fibroid, generalized anxiety disorder, personality disorder, warts, vulvovaginal condyloma, genital warts and vaginal yeast infection. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from (B)(6) 2016 to (B)(6) 2017, colecalciferol (vitamin d3), diclofenac since (B)(6) 2016, docosahexaenoic acid (docosahexanoic acid), escitalopram oxalate (lexapro) since 2017, fluconazole since (B)(6) 2017, gabapentin since (B)(6) 2017, ginkgo biloba, hydroxyzine since 2017, imiquimod (aldara), insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6) 2016, losartan since (B)(6) 2017, metformin since 2004, nsaids, thioctic acid (alpha lipoic acid) since (B)(6) 2016, trazodone since 2017 and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("feel tired all the time\ fatigue"), 4 months 28 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / sharp pains during sex"). In (B)(6) 2007, the patient experienced back pain ("back pain") and arthralgia ("hip pain\ joint pain"). In 2007, the patient experienced depression (seriousness criterion hospitalization), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)bladder infection"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection / constant uti's"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), hot flush ("hot flashes"), the first episode of night sweats ("night sweats"), sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side / left side "), vaginal infection ("infection (bladder/urinary tract/vaginal) vaginal infection") and post-traumatic stress disorder ("ptsd after hysterectomy"). On (B)(6) 2007, the patient experienced neuropathy peripheral (seriousness criterion hospitalization) and radicular pain ("back pain / back pain (chronic radicular)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety (seriousness criterion hospitalization) and abdominal pain lower ("lower abdominal cramping"). In 2011, the patient experienced paraesthesia ("tingling in arms and legs / tingling in hands/feet") and muscular weakness ("weakness in legs"). In 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). In 2017, the patient experienced the second episode of night sweats ("night sweats"). On an unknown date, the patient experienced suicidal ideation (seriousness criteria hospitalization and medically significant), nervous system disorder ("neurological conditions or problems"), nausea ("nausea"), spinal osteoarthritis ("sarcolic joint dysfunction"), cervical dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"), molluscum contagiosum ("molluscum contagiosum"), cervicitis human papilloma virus ("cervical high risk hpv test positive"), adnexa uteri pain ("stabbing feelings near ovaries"), ovulation pain ("bad ovulation pain"), pain ("physical pain everyday"), vulvovaginal mycotic infection ("vaginitis yeast") with vaginal discharge, pyrexia, dysuria and pollakiuria, pain in extremity ("leg pain") and spondyloarthropathy ("sacroiliac joint dysfunction") and was found to have hormone level abnormal ("hormonal changes") and anogenital warts ("venereal warts"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (full hysterectomy with bilateral salpingectomy,oophorectomy (one side).). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, radicular pain and back pain was resolving, the genital haemorrhage, urinary tract infection, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved, the neuropathy peripheral and sciatica had not resolved and the depression, anxiety, suicidal ideation, nervous system disorder, hormone level abnormal, paraesthesia, bladder disorder, cystitis, urinary tract disorder, pyelonephritis, uterine leiomyoma, nausea, muscular weakness, weight increased, weight decreased, hot flush, spinal osteoarthritis, cervical dysplasia, anogenital warts, molluscum contagiosum, cervicitis human papilloma virus, adnexa uteri pain, ovulation pain, the last episode of night sweats, abdominal pain, dyspareunia, vaginal infection, vulvovaginal mycotic infection, pain in extremity, spondyloarthropathy, arthralgia and post-traumatic stress disorder outcome was unknown. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anogenital warts, anxiety, arthralgia, back pain, bladder disorder, cervical dysplasia, cervicitis human papilloma virus, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, molluscum contagiosum, muscular weakness, nausea, nervous system disorder, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, pyelonephritis, radicular pain, sciatica, spinal osteoarthritis, spondyloarthropathy, suicidal ideation, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure (ess205). The reporter commented: discrepancy in date of insertion (B)(6) 2007 and (B)(6) 2007 she thought her essure were poking her sometimes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: with social media post identified on 13-nov-2019 it was detected that this record is a duplicate to record# us-bayer-2019-211293 (medwatch 3500a MFR number 2951250-2019-11666) which will be deleted after all information was transferred to this duplicate case # us-bayer-2014-033283 which will be retained. New: social media reporter name was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain"), genital haemorrhage ("abnormal bleeding"), neuropathy peripheral ("neuropathy"), depression ("depression") and anxiety ("anxiety") in a 25-year-old female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included overweight, type I diabetes mellitus inadequate control since 2003, ex-smoker, dysesthesia, paresthesia, numbness of lower extremities, paraesthesia, burning sensation, diabetic polyneuropathy, uterine fibroid, generalized anxiety disorder and personality disorder. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from 6-jun-2016 to 6-jun-2017, colecalciferol (vitamin d3), diclofenac since (B)(6)2016, docosahexanoic acid, escitalopram oxalate (lexapro) since 2017, fluconazole since 26-jan-2017, gabapentin since (B)(6)2017, ginkgo biloba, hydroxyzine since 2017, insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6)2016, losartan since (B)(6)2017, metformin since 2004, multivitamin, thioctic acid (alpha lipoic acid) since(B)(6)2016 and trazodone since 2017. On(B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), the first episode of hot flush ("hot flashes"), the first episode of night sweats ("night sweats"), sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side / left side ") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6)2007, 4 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion hospitalization), fatigue ("feel tired all the time") and radicular pain ("back pain / back pain (chronic radicular)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse) / sharp pains during sex ") and abdominal pain lower ("lower abdominal cramping"). In 2011, the patient experienced paraesthesia ("tingling in arms and legs") and muscular weakness ("weakness in legs"). In 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2017, the patient experienced uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). In 2017, the patient experienced the second episode of hot flush ("hot flashes") and the second episode of night sweats ("night sweats"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), spinal osteoarthritis ("sarcolic joint dysfunction"), cervical dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"), anogenital warts ("venereal warts"), molluscum contagiosum ("molluscum contagiosum"), cervicitis human papilloma virus ("cervical high risk hpv test positive"), adnexa uteri pain ("stabbing feelings near ovaries"), ovulation pain ("bad ovulation pain"), pain ("physical pain everyday"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("vaginitis yeast") with vaginal discharge, pyrexia, dysuria and pollakiuria, back pain ("back pain "), pain in extremity ("leg pain "), spondyloarthropathy ("sacroiliac joint dysfunction") and arthralgia ("hip pain"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, neuropathy peripheral and sciatica had not resolved, the genital haemorrhage, depression, anxiety, nervous system disorder, hormone level abnormal, paraesthesia, bladder disorder, cystitis, urinary tract disorder, pyelonephritis, uterine leiomyoma, nausea, muscular weakness, weight increased, weight decreased, spinal osteoarthritis, cervical dysplasia, anogenital warts, molluscum contagiosum, cervicitis human papilloma virus, adnexa uteri pain, ovulation pain, the last episode of night sweats, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, vulvovaginal mycotic infection, back pain, pain in extremity, spondyloarthropathy and arthralgia outcome was unknown, the urinary tract infection, fatigue and abdominal pain lower had resolved and the pain and radicular pain was resolving. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anogenital warts, anxiety, arthralgia, back pain, bladder disorder, cervical dysplasia, cervicitis human papilloma virus, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, molluscum contagiosum, muscular weakness, nausea, nervous system disorder, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, pyelonephritis, radicular pain, sciatica, spinal osteoarthritis, spondyloarthropathy, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of hot flush, the first episode of night sweats, the second episode of hot flush and the second episode of night sweats to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6)2007 hysterosalpingogram (hsg): both sides were blocked. Concerning the injuries reported in this case, the following one/ones were describein patient's medical recordes: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6)2018: events added: back pain, leg pain, sacroiliac joint dysfunction, hip pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received from a consumer via regulatory authority (food and drug administration, reference number: mw5034849) on 21-feb-2014. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain"), genital haemorrhage ("abnormal bleeding"), neuropathy peripheral ("neuropathy"), depression ("depression") and anxiety ("anxiety") in a 25-year-old female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I. Previously administered products included for an unreported indication: penicillin, wellbutrin and sulfa dyne. Past adverse reactions to the above products included rash with penicillin; and urticaria with wellbutrin. Concurrent conditions included overweight, type I diabetes mellitus inadequate control since 2003, ex-smoker, dysesthesia, paresthesia, numbness of lower extremities, paraesthesia, burning sensation, diabetic polyneuropathy, uterine fibroid, generalized anxiety disorder and personality disorder. Family history included copd (father), thyroid disorder (mother), cancer (maternal grandmother) and hypertension (paternal grandmother). Concomitant products included buspirone hydrochloride (buspar) since 2017, citalopram from (B)(6) 2016 to (B)(6) 2017, cholecalciferol (vitamin d3), diclofenac since (B)(6) 2016, docosahexanoic acid, escitalopram oxalate (lexapro) since 2017, fluconazole since (B)(6) 2017, gabapentin since (B)(6) 2017, ginkgo biloba, hydroxyzine since 2017, insulin aspart (novolog) since 2004, insulin glargine (lantus) since 2004, insulin glargine since (B)(6) 2016, losartan since (B)(6) 2017, metformin since 2004, multivitamin, thioctic acid (alpha lipoic acid) since (B)(6) 2016 and trazodone since 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), pyelonephritis ("infection (bladder/urinary tract/vaginal) / pyelonephritis ¿ primary"), the first episode of hot flush ("hot flashes"), the first episode of night sweats ("night sweats"), sciatica ("sciatica/ sciatica x 3 days, pain from hip to knee: lumbago with sciatica of right side / left side ") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2007, 4 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion hospitalization), fatigue ("feel tired all the time") and radicular pain ("back pain / back pain (chronic radicular)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), anxiety (seriousness criterion hospitalization), abdominal pain ("abdominal pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse) / sharp pains during sex ") and abdominal pain lower ("lower abdominal cramping"). In 2011, the patient experienced paraesthesia ("tingling in arms and legs") and muscular weakness ("weakness in legs"). In 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("tumor/teratoma/cancer (fibroid) / uterine fibroid"). In 2017, the patient experienced the second episode of hot flush ("hot flashes") and the second episode of night sweats ("night sweats"). On an unknown date, the patient experienced nervous system disorder ("neurological conditions or problems"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), spinal osteoarthritis ("sarcolic joint dysfunction"), cervical dysplasia ("pap smear with low grade squamous intraepitheliallesion (lgsil)"), anogenital warts ("venereal warts"), molluscum contagiosum ("molluscum contagiosum"), cervicitis human papilloma virus ("cervical high risk hpv test positive"), adnexa uteri pain ("stabbing feelings near ovaries"), ovulation pain ("bad ovulation pain"), pain ("physical pain everyday"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) heavy/ heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("vaginitis yeast") with vaginal discharge, pyrexia, dysuria and pollakiuria, back pain ("back pain "), pain in extremity ("leg pain "), spondyloarthropathy ("sacroiliac joint dysfunction") and arthralgia ("hip pain"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral and sciatica had not resolved, the genital haemorrhage, depression, anxiety, nervous system disorder, hormone level abnormal, paraesthesia, bladder disorder, cystitis, urinary tract disorder, pyelonephritis, uterine leiomyoma, nausea, muscular weakness, weight increased, weight decreased, spinal osteoarthritis, cervical dysplasia, anogenital warts, molluscum contagiosum, cervicitis human papilloma virus, adnexa uteri pain, ovulation pain, the last episode of night sweats, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, vulvovaginal mycotic infection, back pain, pain in extremity, spondyloarthropathy and arthralgia outcome was unknown, the urinary tract infection, fatigue and abdominal pain lower had resolved and the pain and radicular pain was resolving. The reporter provided no causality assessment for fatigue and neuropathy peripheral with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anogenital warts, anxiety, arthralgia, back pain, bladder disorder, cervical dysplasia, cervicitis human papilloma virus, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, molluscum contagiosum, muscular weakness, nausea, nervous system disorder, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, pyelonephritis, radicular pain, sciatica, spinal osteoarthritis, spondyloarthropathy, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of hot flush, the first episode of night sweats, the second episode of hot flush and the second episode of night sweats to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2007 hysterosalpingogram (hsg): both sides were blocked. Concerning the injuries reported in this case, the following one/ones were describing patient's medical records: confirming heavy menstrual bleeding, severe menstrual cramps, pelvic pain, abnormal vaginal discharge, vaginitis yeast, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.